Manufacturer narrative:
Block h6: imdrf code f23 captures the reportable event of unexpected medical intervention. Imdrf code a150101 captures the reportable event of failure to deploy. Device evaluation: with all the available information, boston scientific concludes that the most probable cause assigned is cause not established. The suturing cinch was not returned for analysis as it remained in the patient. However, the suturing cinch wire was returned for analysis. Customer provided picture showed no damage to the suture cinch inside the patient. The suture cinch wire was returned kinked and separated from the catheter. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an esg procedure performed on (B)(6) 2025. During the procedure, and after installing the overstitch sx, the ligatures disconnected as soon as insertion into the patient began. The doctor used another overstitch sx. After releasing the cinch (double crack), the metal catheter remained hooked. The doctor used argon to cut it off. A second cinch was used with the same result. This record represents the 1st cinch in the procedure. No patient complications were reported as a result of the event. The procedure was completed with the original device.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an esg procedure performed on (B)(6) 2025. During the procedure, and after installing the overstitch sx, the ligatures disconnected as soon as insertion into the patient began. The doctor used another overstitch sx. After releasing the doctor used argon to cut it off. A second cinch was used with the same result. No patient complications were reported as a result of the event. The procedure was completed with the original device.

Manufacturer narrative:
Block h6: imdrf code f23 captures the reportable event of unexpected medical intervention. Imdrf code a150101 captures the reportable event of failure to deploy.